Manufacturer narrative:
The device was not returned to olympus for inspection however, an onsite inspection was performed by a field service engineer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the instrument attempts to switch on but immediately switches off due to damaged power supply. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited a damaged power supply and the instrument attempts to switch on but immediately switches off. There was no patient involvement.